Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported image issue occurred due to a failure of the cn board. However, the root cause could not be identified. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus videoscope cable was defective and causing no image to appear on the display during a therapeutic procedure. According to the initial reporter, the procedure was completed, though this event caused a 10¿15-minute delay. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable network substrate was discovered and caused the reported image failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.